Event description:
A caller reported experiencing a cartridge alarm 30 during the load process, despite following the proper procedure for cartridge removal, and confirmed having encountered alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer technical support decided to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump, as the current pump was no longer under warranty.